Event description:
A malfunction was reported on the pump, but there were no notable events leading up to it. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which they acknowledged and understood.